Event description:
During coronary angioplasty the rotablator suddenly accelerated beyond the calibrated speed of 200,000 rpm. After runaway incident artery closed down. Pt was sent to or where cabgx5 was performed. Pt recovered well and was discharged on 9/18/97.